Event description:
It was reported "hcp is concerned that bedside rn cut the ext leg with scissors during dressing change" additional info. Received 01/12/2022: ¿ what type of catheter securement was utilized? Secureportiv. ¿ what they¿re being treated for: epidural abcess, sepsis, uti. ¿ other relevant history: rue swollen with limited use. ¿ concomitant therapy: rocephin and micafungin. ¿ *does the patient have an infectious disease?: no.

Event description:
It was reported "hcp is concerned that bedside rn cut the ext leg with scissors during dressing change" additional info. Received: ¿ what type of catheter securement was utilized? Secureportiv. What they¿re being treated for: epidural abcess, sepsis, uti. Other relevant history: rue swollen with limited use. Concomitant therapy: rocephin and micafungin. *does the patient have an infectious disease?: no.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cut catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel or scissors. The returned product sample was evaluated, and a split was observed approximately 0.9 cm proximal to the molded joint. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2188 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "hcp is concerned that bedside rn cut the ext leg with scissors during dressing change." No other information was provided.